Event description:
Medtronic insulin pump issued was defective, several times I had to speak to representatives and they blamed me for user error. I have sent the machine back for the second time again last week and have received another replacement. FDA safety report ID# (B)(4).